Manufacturer narrative:
Product analysis: the pacific xtreme balloon catheter was returned to medtronic investigation lab for evaluation. No ancillary devices were received for examination. The pacific xtreme was received with the balloon chamber in a post-inflation profile. The balloon chamber exhibited a longitudinal burst that had a portion of the guide wire lumen protruding from the balloon chamber. Image review: two cine images of the left lower limb were received for analysis. In the first image a pta balloon on a guide wire is inflated within the targeted vessel. Approximately in the middle length of the inflated balloon a calcified lesion is preventing the balloon from fully dilating the vessel. The second image is of contrast flow through the targeted vessel. The calcified lesion is not present in the image. A guide wire is visible in the targeted vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: balloon burst occurred during first inflation at below 14 atm; however, it is unknown at what pressure it did the issue occur. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the pacific extreme was used during treatment of a non-tortuous superficial femoral artery presenting moderate calcification and no vessel tortuosity. Lesion length and vessel diameter were 15cm and 4mm, respectively. The device was not passed through a previously-deployed stent. There was no resistance noted. Excessive force was not used. A non-medtronic inflation device was used. The balloon burst occurred during initial inflation. The balloon did not fragment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific xtreme pta balloon during patient treatment. IFU was followed. No damage noted to packaging prior to use. No issues noted when removing the device from the product packaging. Device prepped as per IFU without issue. An inflation device was used for balloon inflation. It is reported that a balloon burst occurred at inflation pressure of 14atm. No patient injury reported.